Event description:
It was reported via phone call that the insulin pump alarmed button error during the bolus procedure. The reporter did not know the blood glucose reading. The alarm occurred while she was on a cruise ship. It was also stated that the customer was wearing the insulin pump right next to their skin. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube and minor scratched display window.